Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir compartment of her insulin pump smelled like insulin despite her reservoir being removed. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for a potential reservoir leak. The customer sometimes hears a sound that constitutes a potential reservoir breakage. The customer stated that she saw a small piece of the reservoir break one time. The customer found a small scratch on her current reservoir as well. The customer was advised to monitor the issue, her blood glucose, and her insulin pump, and to call back for further troubleshooting. No products were returned or replaced.